Manufacturer narrative:
Patient presented with complaint of device flipping/movement in pocket. Provider removed device, repositioned the pocket, and implanted a new device - patient is now happy with outcome. Analysis of explanted device not possible as device was discarded at the site. No further action to be taken.

Event description:
Patient called in stated, "I've had my second implant (B)(6) 2026 by dr. (B)(6). The first one was almost flipping in my stomach."